Event description:
Removed freestyle libre 14 continuous glucose monitor and the filament stayed in my arm. I had an ultrasound and x-ray to pinpoint the location for removal and will have dr cut it out tomorrow. No support from abbott just continuous loop of on hold. FDA safety report ID# (B)(4).